Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As reported in the initial MDR, the user facility reported to olympus that the result of routine culture test was positive. The device was returned to olympus ireland. The user then contacted an olympus ireland representative to inform that the device was not cultured in a proper manner and they wanted the device back to the facility for another test. The device was shipped from olympus ireland at the request of the user. The user facility conducted the culture test in the correct way. According to the result of the culture test provided by the user facility, no bacteria were detected. As a result, the device was not returned to olympus after this culture test and the user facility did not provide any information about the reprocessing method. Also, olympus could not investigate the device because it was not returned to olympus. Based on the above, omsc determined that the reported event was caused by an error in the sample collection performed by the user facility. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.